Event description:
The customer reported that the insulin pump alarmed button error. He received a predicted low and pressed the act button twice, but it went from being stuck in predicted low to a weak battery warning. Customer's blood glucose level was 65 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent escape button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.